Event description:
The reporter stated that the surgeon was advancing a single piece collamer lens model cc4204bf in a nanopoint injector and the lens became stuck in the injector. They reported it was due to the injector. No pt contact.

Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows the lens is stuck inside of the cartridge. The tip of the cartridge is damaged. Clear surgical residue on the cartridge. It should be noted that the injector was not returned for eval.